Event description:
During the placement of the prosthesis on a kidney, after the anastomosis of the vessels, the physician noticed a tear of about 2 cm of length on the prosthesis. The physician was obliged to suture the prosthesis, and to leave it in the patient. The duration of anesthesia/ procedure was prolonged. The physician did not notice anything during the procedure that could have caused that tear. Additional information received from maquet cs/vs manager on december 16, 2008: the tear was a 2cm longitudinal tear away from the anastomosis site. The patient's condition is reported as ok for the moment.

Manufacturer narrative:
Being investigated. Should additional information become available, it will be included in a follow-up report.